Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. (B)(4).

Event description:
"Literature article entitled, ¿exeter-ogee total hip replacement using the hardinge approach; the ten to twelve year results¿ by g. J. C. Myers, et al, published by hip international (2008), vol. 18, no. 1, pp. 35-39, was reviewed. The aim of this article was to establish whether the published results for a competitor stem and femoral head using the ogee elite acetabular component and a hardinge approach. Implanted depuy products: charnley ogee elite cup secured with unknown cement. The femoral components used were competitor products. Results: 5 revisions due to infection. One of these revisions revealed an intraoperative acetabular fracture secondary to preexisting avascular necrosis and osteoarthritis. The fracture was not attributed to the cup and will therefore not be included in this complaint. 1 cup was revised for aseptic loosening. There is insufficient information to attribute the aseptic loosening to the ogee cup secured with competitor cement. Captured in this complaint: 5 ogee elite plus cups: no reported product problem. Patient harms: infection, surgical intervention, and medical device removal."